Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the acu-rinse reservoir was damaged allowing water to leak from the unit. The acu-rinse reservoir is an optional feature that pre-heats water for the thermal rinse phase of the wash cycle, thereby reducing cycle time. Per the customer's request, the technician removed the optional acu-rinse reservoir, tested the unit, confirmed it to be operating according to specifications, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported water leaking from the acu-rinse reservoir to their amsco 7052hp washer/disinector onto the floor. No report of injury.